Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, via social media, that on (B)(6) 2017, the battery died. The patient did not indicate whether the battery that died was the receiver or the transmitter. No medical intervention was reported. Additional event or patient information is not available.